Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step. There was no impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.